Event description:
The customer's mother stated that the sensor was not functioning properly and was giving inconsistent readings . The mother also stated that the customer was treated by paramedics due to low blood glucose levels. Prior to the event, the customer gave herself a manual injection due to a high blood glucose reading of 500 mg/dl. The next morning, the customer was sweating, unresponsive and had a blood glucose readings below 30 mg/dl. The mother asked to have a sensor replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 2032227-2009-02169 for the hospitalization notes under the insulin pump.